Manufacturer narrative:
510k: this report is for an unknown 3.5 locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter is a synthes sales consultant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a fragment of a broken 3.5 locking screw was left in the patient. It is unknown if the screw was already broken or broke during removal. It was noted the patient had hardware removed from their ankle on (B)(6) 2018, but it was also noted the patient had broken their elbow. It is unknown how that was treated. It is unknown where in the patient the broken screw was located. It was unknown if there was a surgical delay and if procedure was successfully completed. The patient outcome is unknown. Concomitant devices reported: lcp disttibpl2.7/3.5 med le shaft 4ho ss (part 239.901, lot unknown, quantity 1); cortex screws (part/lot unknown, quantity 6); tubular plate (part/lot unknown, quantity 1); locking screws (part/lot unknown, quantity 5). This report is for an unknown 3.5 locking screw. This is report 1 of 1 for (B)(4).